Event description:
A trilogy evo ventilator was returned to a third-party service center for maintenance servicing. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the third party service center, a ventilator inoperative error occurred. The service technician states that the system printed circuit assembly (pca) board was replaced to address the issue. Additionally, the display pca is defective and needs to be replaced. The air foam inlet filter, particulate filter, and muffler were replaced for maintenance.